Event description:
During a lumbar fusion of l5-s1, the tip of a matrix holding sleeve sheared off and upon insertion, the head broke off of a matrix polyaxial screw. There were backups used in order to successfully complete the procedure without any harm to the patient. Both the broken screw and sleeve are available for return. This is 1 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found... The visual inspection performed as part of the product evaluation revealed the first two threads on the distal end were partially sheared off and the remaining threads had dents and burrs. The tip could not be inserted into a screw due to the damage. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. An internal corrective action has been opened to address this issue, this complaint was determined to be valid.